Event description:
It was reported on 05/06/2022 by a facility representative via sems that an ar-6480 pump is acting erratic, continuing to run after turning off. This was discovered during a case with no patient harm.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.